Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple inappropriate shocks due to atrial fibrillation with rvr. The therapy was delivered in the vt zone. Programming changes were suggested and will be made during the patient's next follow-up visit.

Event description:
New information received indicates that the patient received inappropriate therapy during an svt. The device was programmed with morphology discrimination to "passive" and internal stability and sudden onset diagnosed vt. Programming changes were made and discussed with the physician.